Manufacturer narrative:
(B)(4). (B)(4) was on site during the event and checked flap depth with cone used in the procedure. A 120= average of 13 (within specs). No changes made to depth. Three eyes observed after this procedure and no issues were found. I checked thickness with this cone and found it to be within spec. Surgeon was using 100 micron setting. Asm discussed the risk of flaps programmed thinner than 120 microns. They will no longer use compressed air and will look for other options to blow debris from cones. Asm reinforced company policy about not using patient interface if they have debris on them and how to report them. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that during treatment, raster on the right eye had a gray appearance. Surgeon attempted to lift flap but felt it was too thin and aborted the flap lift. Left eye was normal and flap was lifted and excimer was applied. Surgeon reported that prior to right eye treatment, technician used canned air to blow debris off the cone. Surgeon feels this left a film on the cone and made the flap depth thinner than programmed. On (B)(6) 2016 it was reported that patient pre-op was 20/20 but vision in the right eye was not checked at the one day post treatment. The patient is not yet scheduled for additional surgery (photorefractive keratectomy) but is scheduled for follow up.